Manufacturer narrative:
The date of manufacture was reported as jan 19, 2014. The correct date is jan 19, 2016. UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were damaged and blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-op, it was observed that the attachment device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.